Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between january 24-25, 2024. H11: the actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there was fluid inside the bladder which suggested a no flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on (B)(6) 2025. E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors did not infuse over a 24 hour period. The issue occurred during use. The devices contained antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.